Event description:
It was reported that this implantable cardiac monitor (icm) was not correctly set-up and the sales representative will assist with this task eventually. In addition, the patient developed a hematoma around the icm pocket that led to bleeding during the night after implant. The patient is coming back into clinic for wound check and app setup. This device remains in service and no additional adverse patient effects were reported.